Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported findings a fluid leak following his treatment. The cycler alarmed for a fill problem during fill 2. The patient discontinued treatment. Later after the set had been removed the cycler was leaking fluid from the cassette door. The set was discarded. During follow up the patient's pd nurse reported that the patient has been completing treatments as expected and that no medical interventions were required. No adverse event reported at this time.